Manufacturer narrative:
Evaluation in process but not yet complete.

Event description:
During a minimally-invasive mitral valve surgery md prepped the endoplege catheter. They positioned the catheter in the internal jugular vein using tee. Once the catheter was in place, they inflated the balloon and had ventricularization (normal process). After, they decided to flush the cardioplegia lumen. When they did this step, they realized that the saline flushed was going directly into the safeguard (plastic sheath covering the catheter). There was a leak between the cardioplegia lumen and the junction of the safeguard. They decided to remove the catheter as it would not work properly. As they had no more inventories on the shelves of the ep catheter, they did not use any retrograde cardioplegia for the patient.

Manufacturer narrative:
Device evaluation: water was introduced through all of the device lumens and the water flows from where it should with no leaks detected. No water flowed into the contamination guard during functional testing. The device was visually inspected and visually there are no defects. Root cause could not be determined because the device functions as designed with no leaks detected. A device history record review was completed and this device met all specifications upon distribution. No corrective action will be pursued as no defect was detected with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.